Manufacturer narrative:
The bells, arms and plates have deep scratches. Only one of the 8 seems to not have any issues.

Event description:
Customer alleges the circumcision clamps are scratching chipping on the base and the bell. Not sure if this is occurring due to manufacturing issue or during the customer's sterilization process.